Event description:
It was reported that high lead impedance was received while performing system diagnostics at a f/u appointment with the treating neurologist. The pt's device was not disabled at the time of the high lead impedance and info from the neurologist indicated that she was not aware of any pt trauma or manipulation that could have contributed to the reported high lead impedance. F/u with the neurologist's office indicated x-rays will not be taken and the device was still on. However, they are aware that the device should be programmed off if a high impedance is encountered. The last known good diagnostics according to the MFR's programming history were from (B)(6) 2009 and were ok/ok/3094/no. Surgery at the moment is likely.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.